Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction. The device was in use on a patient. There was no report of any adverse event involving patient or user.